Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion prime test. No prime/fill anomaly noted during testing. The insulin pump passed excessive no delivery test, displacement test, self-test, unexpected restart test and all operating current measurement were normal. The insulin pump received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported that the insulin pump was taking longer to deliver a bolus or scroll through the numbers, change the battery, and hold on to the up arrow key. There was a delay when the customer used the up arrow key. It took a long time for the insulin pump to respond. Customer's blood glucose level was 458 mg/dl. Her blood glucose level was treated with a shot. Troubleshooting was declined. The customer was advised that the device would be replaced and agreed to return the product for analysis.